Event description:
Information received by medtronic indicated that the insulin pump was exposed of moisture. Customer stated they hear fluid when shaking the device. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer alleged cosmetic damage and expose to moisture. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The insulin pump was received with missing segment. The insulin pump was cut open to perform visual inspection and found moisture damage to electronic assembly pcba1 and motor. The following were noted during visual inspection: cracked battery tube threads and scratched case. The insulin pump passed the displacement test and self test. In summary, the insulin pump was received with a cracked battery tube threads, and expose to moisture confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.